Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and no failure was detected. The reported fault could not be reproduced with the transmitter. The device was determined to be operating within the required specifications without malfunction. The customer complaint was not verified.